Manufacturer narrative:
Investigation evaluation: one of the products said to be involved was returned in a red biohazard bag with three empty pouches from the lot number provided in the report. The labels match the product returned. The remaining two devices referenced in the description of event were not provided for evaluation. Our laboratory evaluation of one of the products said to be involved confirmed the report. The device was returned with the clip attached in the closed position. Prior to advancing through the scope, the clip opened and closed as intended. During the functional evaluation the device was advanced into the accessory channel of an olympus 2.8 mm channel endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst-case position. With handle manipulation the clip opened and closed. The device was closed onto simulated tissue, and when deployment was attempted, the clip would not deploy with wiggling of the device inside the scope. The scope was moved to the straight position, and with manipulation and tapping on the table, the clip deployed. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of one returned device said to be involved confirmed difficulty with deployment; however, the clip was able to be deployed on simulated tissue. The cause of the difficulty is unknown. The remaining two devices referenced in the description of event were not provided for evaluation. Therefore, we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used three (3) cook instinct plus endoscopic clipping devices. It was reported that the user applied a clip, closed until it clicked, and the clips did not deploy. User was able to re-open the clips but didn't try to use the same one again. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.